Event description:
According to the reporter, while using an interrupted v-20 needle suturing technique in an open hysterectomy procedure, the needle broke during closing. They had to open an additional gut suture to close and resolve the issue. There was no patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one image of a device. The needle appeared to have something hanging off the tip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.